Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Local, pump pocket and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a driveline exit site infection. The exit site was reddened, purulent and soaked. Cultures were (B)(6) for (B)(6) . Intravenous antibiotic therapy with rifampin and cotrim was started. The patient was discharged home on (B)(6) with ongoing oral antibiotic therapy. No additional information was provided.